Event description:
Custom tubing pack found to have dents. Continuous problem.

Event description:
A. Terumo conducted a review of the device history record and related documentation for the subject product code (convenience kit code 70341) to acertain if any production related anomalies were noted during the mfg of the product. The review of the device history record indicated that there were no manufacturing-related discrepancies associated with the product, and that the product has been mfg in accord with applicable procedures and processes. B. Terumo's qa dept reviewed applicable trending analyses to ascertain if ther had been similar incidents of indented flexible tubing in other similarly packaged convenience kits. This activity revealed that indented tubing in other similarly packaged covenience kits. This activity revealed that indented tubing had been previously observed in other convenience kits. The indentations were considered as cosmetic in nature, and not having any impact upon product performance and/or pt safety. C. The investigation of the complaint also initiated a visit to the user facility by a terumo management associate and technical personnel. This visit allowed terumo personnel to discuss the reported incident with the user and to assess other similarly packaged products that were in the customer's inventory. This assessment was performed by visual inspections of finished sterile product that had been packaged and provided by terumo cardiovascular systems. During this visit, other unused, simarly packaged kits were found to contain indentations in the flexible tubing that were consistent with those indentations noted on the subject product. 2. Indentification of the failure mode(s) mechanism(s): the noted product problem was identified as "dents" or "indentations" on the outer surface of the flexible tubing contained within the convenience kit, which appeared to be caused by the tubing becoming compressed by other components within the convenience kit. 3. Conclusions based upon the failure analysis: based upon the completion of the investigational activities decribed above, it is reasonable to conclude that the indentations on the flexible tubing were caused by compression of the tubing as other components within the convenience kit would come into physical contact with the tubing during handling and storage activities. It is also concluded from these investigational activities that the packaging scheme that is employed for this product is to be reconfigured in a manner such that the likelihood of compressed/indented flexible tubing would be reduced.